Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed unexpected restart. Customer stated she doesn't wait until the low battery alert she just changes the battery. The device alarm history was reviewed and the device had alarmed unexpected restart and external ram crc error, twice each alarm. Troubleshooting was performed and it was noted the external ram crc error alarm occurred on (B)(6), the device had incorrect time. It was determined the device needed to be replaced. Customer agreed to return the device for analysis. Customer's blood glucose was 186 mg/dl.

Manufacturer narrative:
The pump functioned properly during the alarm test and self test. No alarms were noted. The pump functioned properly during the prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked pump belt clip slot.